Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that a no delivery alarm was received and has experienced high blood glucose. Customer's blood glucose was 430 mg/dl at the time of incident and 170 mg/dl at the time of the call. Customer indicated that sometimes, the cannulas are bent and that may cause the high blood glucose. Troubleshooting found that the cannula may be too long and customer was advised to follow up with doctor regarding the high blood glucose and possible site issues. Customer was also advised to change entire set, reservoir and insulin and treat per doctor's instruction as it appears that the pump is operating as designed.